Manufacturer narrative:
After further review MFR# 2916837-2020-00271 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that during use with bd facscelesta¿ flow cytometer facs sheath under pressure sprayed and leaked onto table. On the right-front side, liquid runs under the device onto the table. The customer has already removed the round sheet metal: it seems to come from the area of the vetile and dcm pump. At the back of the fluidics in and out, everything is dry. Was there spray of fluid under pressure? - yes. What was the fluid that leaked? ¿ facs sheath flow what is the source of leak -- waste line or non-waste line? ¿ non-waste-line. Was the customer exposed to blood or bodily fluids? - no. (B)(6) 2020 08:04:59 (gmt). On the right-front side, liquid runs under the device onto the table. The customer has already removed the round sheet metal: it seems to come from the area of the vetile and dcm pump. At the back of the fluidics in and out, everything is dry. We couldn't find anything suspicious on the phone.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd facscelesta¿ flow cytometer facs sheath under pressure sprayed and leaked onto table. On the right-front side, liquid runs under the device onto the table. The customer has already removed the round sheet metal: it seems to come from the area of the vetile and dcm pump. At the back of the fluidics in and out, everything is dry. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Facs sheath flow. What is the source of leak, waste line or non-waste line? Non-waste-line was the customer exposed to blood or bodily fluids? No.